Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a low anterior resection surgery, the device could not fire. Changed to the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 09/07/2022. D4: batch # 371a11. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage along with the staple retainer. No battery was received. The washer was present and uncut and there were staples present. When the test battery was installed the green checkmark did not illuminate , indicating that the device was not fired. The device was tested for functionality with the returned washer and a test battery and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. In addition, the device was dry fire five times, the device did activate on each firing. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: the device will not fire if the anvil is not properly attached or if the orange staple height indicator is not fully within the green range of the tissue compression scale. To fire the device, draw the red safety back toward the handle. To ensure the device remains in the safe firing range, once the red safety has been released, do not turn the adjusting knob. Activate the firing sequence by completely depressing the firing trigger. Remain still until the full firing sequence is completed which will be indicated by the illuminated green check mark on the indicator window. It is not necessary to hold the trigger once the firing sequence has initiated. The user may notice audible feedback during the firing sequence when cutting through the breakaway washer. Once fired, the device cannot be fired again. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.